Manufacturer narrative:
(B)(6). Product status: the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) insertion the iab did not fit in to 8 fr sheath smoothly. When it was inserted partially the balloon was filled with blood inside due to iab rupture. A new iab was used with no issues. The customer reported that was a patient death but the death was not attributed to the device by the facility. This submission is for the 2nd iab used with no reported malfunction.

Manufacturer narrative:
Updated event description to reflect product malfunction. (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) insertion the iab did not fit in to 8 fr sheath smoothly. When it was inserted partially the balloon was filled with blood inside due to iab rupture. The customer reported there was a patient death but the death was not attributed to the device by the facility. The customer stated on (B)(6) 2018 that the second iab was difficult to advance through the sheath, but was able to be used successfully. This submission is for the 2nd iab used.